Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during the case, the flosteady pump was overpressuring while it was on the knee setting. It was pushing too much fluid into the patient's knee. Doctor had to swap out the product. The case was completed successfully with no delay or surgical intervention. Doctor reported swelling during the case, then rechecked the patient in recovery and reported the swelling was subsiding.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. The warranty seal is in tact. The pump did not have a stryker calibration label but did have the OEM calibration label which indicated calibration was due on january of 2011. The pump was visually inspected for any signs of damage such as scratches, dents, or corrosion due to contamination. None were seen. A cassette tube set was inserted into the pump with a water source, shaver, and a joint test fixture with a pressure sensor transducer connected. Then pump was tested with a set pressure of 50 mm hg with a flow rate of 1.0 l/min. The pump ran for several minutes and was able to maintain a set pressure of 25-30 mm hg with the shaver outflow valve set open and half way (which is the correct pressure value when running in select mode at high flow rates). Also when the shaver valve was closed off completely the pump read a pressure of 65mm hg (which is the correct pressure value when running in select mode with no outflow). Also the pump was inspected internally, the chassis was found to be bent and a marking on the motor was noticed,) which indicates it had came in contact with location r100. The probable root cause is user misuse due to bent chassis causing motor to come in contact with location r100 on the pcb. (B)(4). The device manufacture date is not known at this time.

Event description:
It was reported that during the case, the flosteady pump was overpressuring while it was on the knee setting. It was pushing too much fluid into the patient's knee. Doctor had to swap out the product. The case was completed successfully with no delay or surgical intervention. Doctor reported swelling during the case, then rechecked the patient in recovery and reported the swelling was subsiding.